Manufacturer narrative:
Evaluation/service pending.

Event description:
During service evaluation of the device, the international customer reported the diagnostic log indicated an oxygen not available occurrence. The customer reported the device was not in use on a pt therefore there was no pt involvement or harm. If the ventilator discontinues oxygen support it will continue to provide ventilatory support to the pt using an air gas source. Loss of the oxygen source in normal ventilation mode can be detrimental to a pt during use. The device is undergoing evaluation with service pending.